Manufacturer narrative:
The customer scrapped the lift therefore it was unavailable for inspection and a root cause of the reported issue could not be confirmed. No further information is available at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Viking M mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking M mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions Viking M mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the Liko¿ OctoStretch¿ accessory.Although there was no reported injury with this event, if the report of fire were to recur, it could potentially cause serious injury or death. Therefore, Baxter is reporting this event.

Event description:
Baxter received a report that VIKING M had electrical fire from the battery pack of the lifting. Charger was left on over the weekend period, this resulted in fire spread to an adjoining fabric covered chair and bed. The only items directly damaged by heat were the chair, bed and the hoist itself. The room and rooms off it were damaged by smoke. The process step during which this occurred was unknown. It was reported that there was not a patient/user injury or medical intervention with this event.